Event description:
The pt had minimal coverage from neurostimulation. She had hoped permanent implant would be an improvement over stimulation trial results. The pt fell resulting in changed stimulation coverage. Multiple reprogramming attempts were unsuccessful in covering painful areas. The lead was revised. After revision, the pt experienced burning, stinging sensation between her shoulder blades, at the lead-extension connection. The pt also felt uncomfortable stimulation in her left arm. Stimulation in that area was not in the correct location. The device systems were explanted (se mfg. Report # 3004209178200903774). There was no pt injury associated with the event. The pt's status after device removal was reported as 'recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable neurostimulator lead and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.